Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was hospitalized on (B)(6) 2016 because they were septic and had a urinary tract infection. It was reported that the patient was still on antibiotics for the urinary tract infection at the time. There was no allegation of device failure related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.